Event description:
It was reported that leakage occurred at the bd connecta¿ stopcock's connection site during use. The following information was provided by the initial reporter, translated from chinese: "during the operation, the nurse found leakage at the connection of the infusion tee, and immediately replaced the infusion tee, and no leakage occurred again."

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the reported condition of leakage were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.